Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion caused by high left ventricular (lv) lead outputs. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.